Manufacturer narrative:
It was reported that the display was damaged. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) assembly to resolve the reported issue. The customer ordered and replaced the ui assembly to resolve the reported issue. The customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was damaged. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was damaged. The remote service engineer (rse) provided the customer with the part number of the user interface (ui) assembly to resolve the reported issue. The investigation is ongoing.